Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator "stopped ventilating after performing a nif maneuver." The patient was removed from the ventilator and placed on an alternate ventilator. Although requested, information pertaining to patient outcome (if applicable) has not been provided.

Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: the reported issue began immediately once the capnography sensor was plugged in. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.